Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that his pump alerts low battery and that he has to constantly put in new batteries. The customer's most recent blood glucose was 156 mg/dl at the time of call. The customer went to the hospital and was advised to remove his battery for about 10 to 15 minutes. He hasn¿t had any more alarms and rewinds every three days. The insulin pump was returned for analysis.